Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2011 via the right internal jugular vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing anxiety, worry, fear, physical limitations, and blood clots in legs after filter placement. Per a computed tomography (CT) abdomen and pelvis: "a cook gunther tulip filter was deployed (B)(6) 2011. Positive for caval perforation. Superior extent of ivc filter l2-3 disc. Inferior extent l3-4 disc. A total of 4 prongs have perforated through ivc series 3 image 96. Maximum distance prongs perforated through ivc 7.08 mm series 5 image 125 coronal images 4.43 degree tilt superior right to inferior left series 4 image 87. Sagittal images 7.04 degree tilt superior posterior to inferior anterior series 5 image 125. Diameter of ivc directly above filter 29.21 mm x 24.19 mm series 2 image 29".

Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference number 3002808486-2021-01910. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced of this initial medwatch report. Occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, thrombus, tilt, anxiety, worry, fear, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/ embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, fear, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.